Event description:
The facility is reporting that during an arthroscopic miniscal repair a portion of the inserter needle, the device retaining collar, came off into the patient's joint space. Another portal site was made and the fragment was retrieved from the body. The case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, the facility discarded the complaint device. A batch record review has been conducted to determine if there were any internal processing issues which would have contribued to the nature of the product complaint. Our results indicate that this batch of product was processed without indicent and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 224 devices that were released to distribution. The facilities' complaint reporter has stated that there is no more information to give. Based on what evidence and information that is available to us, we cannot conclude a root cause for the reported failure. At this point in time we are considering this to be an anomaly. No further action is warranted. If however, any further pertinent information is received it wil be the subject of a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.